Event description:
The customer reported during the self test the mx40 telemetry device displayed a speaker malfunction error message. The customer was unaware if the device had audible sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
H3 other text : customer did not return device.

Event description:
The customer reported during the self test the mx40 telemetry device displayed a speaker malfunction error message. The device was not in use on a patient at the time of event, there was no adverse event reported.